Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had missing piece that came off the reservoir ring. The customer's blood glucose was 113 mg/dl at the time of incident. The customer reports that reservoir was loosed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all its features working properly. No anomalies noted during testing. The device passed the displacement test.